Event description:
It was reported pt complains of minor pain in joint area and more pronounced pain in trochanter area. Pt was noticed lack of strength and his surgeon has had an MRI and blood work. He has elevated cobalt levels. The MRI shows some irregularities. Pt will follow up with surgeon.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.